Event description:
Medtronic received information that 33 months post implant the patient's echocardiogram showed pulmonary stenosis, pulmonary insufficiency, minor stent fracture, and right ventricular dysfunction with septal dyskinetic. Upon explant the valve was completely calcified and degenerated. The valve was replaced with another manufacturers 27mm bioprosthetic pericardial valve. The patient tolerated the procedure well. No further adverse patient effects were reported. It was noted that 5 months prior to explant, the patient was treated for endocarditis, but at the time of explant it was reported as being healed.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the sewing ring from an unknown stented valve remained intact around the inflow end of the transcatheter pulmonary valve. All leaflets were stiff due to vegetative appearing host tissue and/or visible mineralization that extend on the inflow and outflow. Tissue deterioration was observed on the existing visible leaflets. The condition of the commissures could not be determined due to the host tissue on the inflow and outflow. Remnants of glistening off white pannus lined the inflow between the sewing ring and outer wall of the valve, slightly extending to the inflow orifice of the valve. Pannus lined the outflow aspect of the sewing ring, to the outer wall of the transcatheter pulmonary valve, extending to the outflow end of the transcatheter pulmonary valve. Tan vegetative appearing host tissue filled and stiffened the leaflets on the inflow and outflow. Radiography showed mineralization in the leaflets. Conclusion: the DHR review was performed on the device; there were no correlations or issues identified regarding manufacturing and no non-conformances identified against the device. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The sterilization lot review showed no issues identified on the sterilization process. Calcification and stenosis are both known failure modes for bioprosthetic valves and are largely dependent on patient condition. The noted vegetation was likely due to the infection, which was identified as streptococcus mitis. Streptococcus mitis is a commensal species of the human oropharynx and is part of the streptococcus viridans group of bacteria, with potential means of entry including invasive surgery, mucositis, and gastrointestinal toxicity. It is also known that endocarditis cases that occur more than 12 months after the procedure are known as late prosthetic-valve endocarditis and are largely community-acquired with pathogens that are more commonly associated with native valve endocarditis. Based on this, it is unlikely that the device was the source of the infection. Investigation is still in progress, if additional information is noted in the investigation that needs to be added to this report, a supplemental report will be submitted. (B)(4). (B)(6).

Manufacturer narrative:
The clinical study site subsequently confirmed that this device had experienced a stent fracture; however, the fracture was not confirmed due to the condition of the returned devices. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. However, a true root cause to the reported stent fracture in this case was not determined.